Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for 24 hours at outside hospital for flu like symptoms on (B)(6) 2020. Patient was admitted again at outside hospital for low flow alarms, respiratory distress flu like symptoms, and vaso dilated; inotropes started. On (B)(6) 2020, patient was transferred to the (B)(6) hospital for further care. The log file analysis showed low flow alarms, some with a drop in the average pulsatility index starting back on (B)(6) 2019. On (B)(6) 2020, patient's condition continued to worsen into multi organ failure. On (B)(6) 2020, patient's left ventricular assist device support was with drawn with family at bedside and patient passed away quickly.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the patient¿s expiration, as well as the reported multisystem organ failure, cannot be conclusively determined through this investigation. Review of the log file data provided by the account confirmed low flow alarms; however, a specific cause for the change in pump parameters cannot be conclusively determined. The submitted log file contained data spanning from (B)(6) 2020 at 10:27:08 to (B)(6) 2020 at 12:18:56, per the timestamp. A total of 149 low flow alarms were captured throughout the log file, beginning on (B)(6) 2020 at 01:30:19. The low flow alarms occurred when the estimated flow was calculated to be below the threshold of 2.5lpm. No other notable alarms were captured. The heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.